Event description:
It was reported that the events occurred in the cath lab. The md inserted a terumo sheath via the pt¿s femoral artery. The intra-aortic balloon (iab) was prepped per instruction. While inserting the iab into the sheath, the iab became stuck. As a result, the iab and sheath were removed as one unit. A zeon iab was inserted into the same insertion site without issue. There was no reported pt death or injury. Medical / surgical intervention was not required. There was no reported delay / interruption in iabp therapy. No pt complications reported and the pt outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.